Event description:
It was reported that the compressor's circuit board was faulty. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Our fse (field service engineer) was on site to investigate the issue further and could confirm that the circuit board required replacement. Afterwards, the compressor functioned properly and was cleared for clinical use. The replaced part was not returned for investigation, hence the root cause of the reported event has not been determined.